Manufacturer narrative:
Software investigation is in progress.

Event description:
A medtronic rep reported that the surgeon was navigating the passive planar blunt in mach cranial 5.2.5 and the site reported that navigation was frozen. The site said they never lost green status on the probe, or frame, but that the crosshairs were red. The footswitch was disconnected at this time and the mouse was still functioning. They proceeded back into the software to the register screen, re-registered the pt and proceeded back to navigate. From there, the case continued as planned and was completed successfully with the use of the stealthstation. There was no impact on the pt outcome.